Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ a.1- a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.

Event description:
Abiomed japan received a publication from italian authors and is entitled "mechanical external compression devices to manage bleeding during mechanical circulatory support with impella cp" which includes a case of impella cp in which "after the revascularization, for patient, a clinically relevant, access-site bleeding occurred" the patient is a 65 yo male. The 65 year-old patient had bleeding at the access site. The first attempt to stop the bleeding was through the pull-up stitching technique with gauzes, but it was unsuccessful. Then, we used local tranexamic acid at the site of the repositioning sheath and partially locked the knots of the two proglides. Nevertheless, external manual compression was the only way to limit the bleeding. A safeguard device was applied.